Manufacturer narrative:
On 04-dec-2015 the field service engineer (fse) was at the customer site and did a cleaning and maintenance of the bath. He then proceeded to run several samples to ensure the instrument was running properly. This event was identified during a retrospective review of service requests. Although it was could not be confirmed if the platelet issue reported impacted patient results, beckman coulter, in an abundance of caution submitted a report for the event. (B)(4).

Event description:
Customer reported that platelet results were not correct on their coulter lh 750 hematology analyzer. The customer did not specify if the platelet issue occured during controls or patient results or whether they were high, low or voteouts. There was no report of change or effect to patient treatment as a result fo this event.